Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that tip of a syringe was broken and stuck inside the cuff pilot valve (cpv). After having removed the broken tip from the cpv vent, the complaint sample could be deflated and inflated normally. It is functional. The cause of the incident was unidentified; it is "non-manufacturing related" as the sample was found to be functional.

Event description:
The complaint is reported as: "before intubation, anesthesia doctor tried to prepare lma protector but, lma can't work for ballooning. He guesses lma cuff have problem." No patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "before intubation, anesthesia doctor tried to prepare lma protector but, lma can't work for ballooning. He guesses lma cuff have problem". No patient involvement.